Event description:
Found part of humi manipulator (balloon portion) in patient's vagina during an office visit. Patient underwent laparoscopy with left partial salpingectomy over one month prior. The humi manipulator was inserted into the uterine cavity for manipulation of the uterus. Surgeon did disclose to the patient the object was retained from the surgery. Per doctor, started patient on antibiotics, and will return retained item back to hospital for inspection.